Event description:
As reported, approximately 8 years post op initial left tka, this 61 y/o male patient was revised due to loose metal implants and poly wear. The patient presented in surgeon office with complaints of pain, swelling, instability, and dissatisfaction with their tka's. The patient has recalled implants in both knees. Upon examination, the patient was scheduled to have a revision bilateral tka possible poly swap vs full revision.

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): 5709540 200-05-29 - inset patella 29mm, 5795456 02-010-03-0340 - logic cr femoral cem, right, sz 4, 5921263 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.